Event description:
Customer reported that the insulin pump returned a motor error alarm. Blood glucose level was 104 mg/dl at the time of the call. Customer also reported receiving battery alarms. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.